Event description:
On (B)(6) 2012 the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter was not powering on after having recently replaced the batteries. This complaint was classified using the customer care advocate (cca) documentation. On (B)(6) 2012 at 10am, the patient reported the alleged issue first began. The patient reported using insulin pump therapy (type and dose unknown) to manage her diabetes. The patient denied making any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported a few minutes after the alleged issue started, she developed symptoms of being 'sweaty.' On (B)(6) 2012 at 10:10am, the patient reported contacting her pharmacy for advice, and she was advised to contact lfs. The patient denied receiving any medical intervention for an acute complication of diabetes. At the time of troubleshooting, the cca confirmed that there was no misuse of the meter, and this was not the first time the meter had been used. The patient was found to be using the correct test strips. The patient did not have the subject test strip available. However when she inserted a new test strip, the meter would not turn on. When the patient pressed the power button, the meter would turn on. Replacement products were sent to the patient. The meter involved in this complaint has been returned to lfs and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter failed testing, it was found to have battery contact contamination. The test strips involved in this complaint have been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the test strips have passed with no faults found, the complaint was not confirmed. This complaint is being reported as an adverse event because the patient reported due to the alleged issue she developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
((B)(4) 2012) device evaluation: the meter involved in this complaint has been returned to lfs and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter failed testing, it was found to have battery contact contamination. The test strips involved in this complaint have been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the test strips have passed with no faults found, the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.